Event description:
It was reported that while the patient was in the hospital, they rolled over in bed which caused the modular cable to become loose from the pump cable. The pump was off for four seconds before the modular cable was reconnected by hospital staff. The patient did not suffer any consequences in regard to the event and remained stable. Related MFR # of the pump 2916596-2023-02278.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline becoming disconnected was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 22 days of data ((B)(6) per the timestamp). The driveline was observed to be disconnected on (B)(6)2023 from 09:24:26 to 09:24:29. The pump ramped up to set speed without any issues when the driveline was reconnected. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The modular cable was not returned for analysis. Additional information provided communicated that the driveline became disconnected on (B)(6)2023 due to the modular cable becoming loose. It was noted that when the patient turned in bed, the modular cable became disconnected from the pump cable. The modular cable was quickly reconnected to the controller by staff members. No further driveline disconnections have occurred. The reported event was determined to be due to the modular cable becoming disconnected from the pump cable; however, the root cause of the connection issue could not be conclusively determined through this analysis. The lot number of the modular cable was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect, pump off, no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.